Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: j gastrointest surg (2011) 15:915¿921. Doi 10.1007/s11605-011-1490-1.

Event description:
It was reported in a journal article that patient underwent curative intent resection procedure on unknown date between 10/2007 and 10/2009 and suture was used to close the esophageal anastomosis with intermittent technique. The patient possibly developed anastomotic leak, diaphragmatic hernia, laryngeal nerve paralysis, wound infection, pulmonary infection, dysphagia, and / or anastomotic stricture. An additional procedure was indicated with a balloon to dilate postoperative anastomotic stricture. Additional information will be requested.